Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature report citation: patel sb snyder me, riemann cd, foster ER, sisk ar short-term outcomes of combined pars plana vitrectomy for epiretinal membrane and phacoemulsification surgery with multifocal intraocular lens implantation. Clinical ophthalmology. 2019.13. 723-730. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A 58-year-old female patient underwent pars plana vitrectomy and epiretinal membrane peeling performed in the left in the left eye using the system and ophthalmic viscoelastic experienced residual metamorphopsia was detected on postoperatively and patient was treated with medical intervention. Patient current condition was unknown.